Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Subsequent information received that oversensing was observed on the rv lead. No pacing inhibition, inappropriate therapy, or patient symptoms were reported. Additional information obtained indicated that damage to the lead insulation or fracture was suspected. Further, the physician suspected that the lead suffered a clavicular crush. The lead was explanted and replaced. The device was replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via patient¿s remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance measurements. Boston scientific technical services (ts) discussed possible reasons this observation occurred as well as troubleshooting measures. Isometrics were performed and some of the positions displayed oor impedance measurements. No commanded shocks were performed. Additional information was obtained indicating that fluoroscopy was performed and the cause was not conclusively determined. Lead fracture was suspected. The device was intentionally programmed off due to rv lead issue and the patient was sent home with a life vest. A lead revision will be performed in the future. The system remains in service. No adverse patient effects were reported.

Event description:
The device was returned for reliability analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the header and the ra seal plug was damaged. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation could not be confirmed.